Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). A mitraclip was advanced with adequate grasp of leaflets. Right after deployment, the clip detached from the posterior leaflet. Per the physician, the cause of detachment is unknown. Another clip was implanted to stabilize the single leaflet device attachment (slda). Mr was reduced to grade 3-4. The physician will follow up with patient to decide between surgical options or repeat procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported slda, expulsion, and migration could not be determined. The reported embolism was a cascading event of the reported expulsion and migration. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, removal of foreign body, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). A mitraclip was advanced with adequate grasp of leaflets. Right after deployment, the clip detached from the posterior leaflet. Per the physician, the cause of detachment is unknown. Another clip was implanted to stabilize the single leaflet device attachment (slda). Mr was reduced to grade 3-4. The physician will follow up with patient to decide between surgical options or repeat procedure. There was no clinically significant delay in the procedure and no adverse patient effects. Subsequent to the initial report. It was reported that on (B)(6) 2024, a second clip intervention was performed to treat recurrent mitral regurgitation from what was believed to be disease progression. The mr was reduced from grade 4+ to 3+. On (B)(6) 2024, during a cardiac catheterization procedure it was noted that the slda clip had completely detached and embolized in the right subclavian artery. A surface echocardiogram was performed and the mr was grade 1-2+. On (B)(6) 2024, surgical intervention was performed to remove the embolized clip. Per the physician, the embolized clip was overlooked during the second clip intervention and contributed to the recurrent mr.